Event description:
It was reported to boston scientific corporation that a cold snare was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, an estimated 4-5 mm polyp was partially cut through by the snare, as a result, the polyp could not be removed. The procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event unable to cut.